Event description:
According to the available information the catheter will not pass liquid.

Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. B3: estimated date.